Event description:
Shock delivered event was reported by the hospital. Patient was in the hospital at time of the event. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.